Event description:
During review of programming and diagnostic history, it was observed that the vns patient's device was tested during an office visit on (B)(6) 2015 and system diagnostic results revealed high impedance. No patient adverse events were reported. No further programming history is currently available for this high impedance event.

Event description:
Additional information was received that the patient underwent generator and lead replacement surgery on (B)(6) 2015 due to prophylactic generator replacement and high lead impedance. Pre surgical diagnostics reported high impedance >10,000 ohms. There were no reports of patient trauma or manipulation of the device. The explanted generator and lead were received by the manufacturer for analysis. However, analysis has not been completed to date.

Event description:
Analysis of the explanted lead was completed. Abraded openings with fluid leaks were noted on the outer tubing and inner silicone tubing of the negative coil. Scanning electron microscopy images of the negative coil at the exposed portion show what appears to be wear (flat surfaces) on the coil strands. Note that since a portion of the lead (including the electrode array) was not returned for analysis. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. No lead discontinuities were observed. Analysis of the returned generator was completed. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse condition found with the pulse generator. No additional relevant information has been obtained to date.